Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the technical support instructed the customer to calibrate the transducers on the main board and if the problem remains to order a main pcba (printer circuit board assembly). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported high volumes,circuit disconnect,xdcr (transducer) fault and low pip (peak inspiratory pressure) on the vela ventilator. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.